Manufacturer narrative:
A review of the device history record found that the device had been repaired in the last year. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during reprocessing of the evis lucera gastrointestinal videoscope, foreign material was found exiting from the channel (including auxiliary water channel) and angle reduced or stiffness during angulation. It was reported that the procedure was completed using the same device with no delay. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, channel tube leaking (fluid invasion was found all over the inside of the scope), connector corroded, and control section stained. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.